Event description:
Customer reports being unable to test his blood glucose with the aviva system, when he had low blood symptoms due to meter not having power; customer's spouse attempted to use his other aviva system, which also had no power. Paramedics were called, and blood glucose result on their meter was 22 mg/dl; customer was treated with glucose IV. Requested return of suspect device and replacement was sent.